Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, stent inside the scope, and bending section rubber glue peeling. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had stent inside scope channel and the scope needed to be inspected for tears inside the channel. The event occurred during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Event description:
Customer confirmed the event occurred during an endoscopic ultrasound (eus) procedure. The procedure was completed successfully with a similar device. No delay or patient impact. The device was inspected before use and did not find any problems. The stent was from the current procedure and unknown when the stent was identified in the scope. The customer believes the scope was reprocessed properly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the stent in the scope could not be determined at this time. The following information is stated in the instructions for use (IFU): "after using this instrument, reprocess and store it according to the instructions given in the endoscope's companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage, or reduce performance." Olympus will continue to monitor field performance for this device.